Event description:
Customer stated that after surgery their blood glucose was running high. At 9:24am they tested and received a result of 261mg/dl. The customer took additional medication bring down blood glucose readings. The customer started feeling bad and called the doctor. At the doctors office around 11am the doctor tested the customer and received a result of 47mg/dl. The cucstomer was given glucose fluid to raise their blood glucose level. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.